Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of back pain ("back pain/ lumbar pain") in an unspecified number of female patients who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients started essure. On an unknown date, the patients experienced back pain (seriousness criteria medically significant and clinically significant/intervention required), headache ("headaches"), inflammation ("inflammations"), hypersensitivity ("allergic reactions"), fatigue ("tiredness") and anxiety ("anxiety"). The patients were treated with surgery (fallopian tubes had to be removed because of essure). Essure was withdrawn. At the time of the report, the back pain, headache, inflammation, hypersensitivity, fatigue and anxiety outcome was unknown. The reporter considered back pain, headache, inflammation, hypersensitivity, fatigue and anxiety to be related to essure. The reporter commented several users have complained because they ensure to suffer serious secondary effects. Headaches, inflammations, back pain and lumbar pain, allergic reactions, tiredness and anxiety, among others are the effects that users ensure to suffer after essure insertion. The most serious issue is that several affected women ensure that their fallopian tubes had to be removed because of essure. Case retrieved in a website article. Company causality comment: this is a non-medically confirmed case report received via social media. It refers to an unspecified number of female consumers who had back pain/lumbar after essure (fallopian tube occlusion insert) insertion. According to the reporter, several affected women had her fallopian tubes removed. Back pain is anticipated in essure's reference safety information. In this case, limited information was provided. Nevertheless, considering back pain may occur during essure therapy, causality with the suspect insert cannot be excluded. In addition the events: headaches, inflammations, allergic reactions, tiredness and anxiety were reported. This case is regarded as an incident, due to the serious injury reported (consumers had her fallopian tubes removed). A technical analysis will be requested. No active follow-up will be pursued due to lack of contact details.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of back pain ("back pain/ lumbar pain") in an unspecified number of female consumers who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced back pain (seriousness criteria medically significant and intervention required), headache ("headaches"), inflammation ("inflammations"), hypersensitivity ("allergic reactions"), fatigue ("tiredness") and anxiety ("anxiety"). The patient was treated with surgery (fallopian tubes had to be removed because of essure). Essure was removed. At the time of the report, the back pain, headache, inflammation, hypersensitivity, fatigue and anxiety outcome was unknown. The reporter considered anxiety, back pain, fatigue, headache, hypersensitivity and inflammation to be related to essure. The reporter commented: several users have complained because they ensure to suffer serious secondary effects. Headaches, inflammations, back pain and lumbar pain, allergic reactions, tiredness and anxiety, among others are the effects that users ensure to suffer after essure insertion. The most serious issue is that several affected women ensure that their fallopian tubes had to be removed because of essure. Case retrieved in a website article. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-apr-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 267 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality detect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc company causality comment: this is a non-medically confirmed case report received via social media. It refers to an unspecified number of female consumers who had back pain/lumbar after essure (fallopian tube occlusion insert) insertion. According to the reporter, several affected women had her fallopian tubes removed. Back pain is anticipated in essure's reference safety information. In this case, limited information was provided. Nevertheless, considering back pain may occur during essure therapy, causality with the suspect insert cannot be excluded. In addition the events: headaches, inflammations, allergic reactions, tiredness and anxiety were reported. This case is regarded as an incident, due to the serious injury reported (consumers had her fallopian tubes removed). The technical assessment concluded a quality detect was not confirmed but considered plausible. No active follow-up will be pursued due to lack of contact details.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of back pain ("back pain/ lumbar pain") in an unspecified number of female consumers who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headaches"), inflammation ("inflammations"), hypersensitivity ("allergic reactions"), fatigue ("tiredness") and anxiety ("anxiety"). The patient was treated with surgery (fallopian tubes had to be removed because of essure). Essure was removed. At the time of the report, the back pain, headache, inflammation, hypersensitivity, fatigue and anxiety outcome was unknown. The reporter considered anxiety, back pain, fatigue, headache, hypersensitivity and inflammation to be related to essure. The reporter commented: several users have complained because they ensure to suffer serious secondary effects. Headaches, inflammations, back pain and lumbar pain, allergic reactions, tiredness and anxiety, among others are the effects that users ensure to suffer after essure insertion. The most serious issue is that several affected women ensure that their fallopian tubes had to be removed because of essure. Case retrieved in a website article. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 266 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported, a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality detect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-apr-2017: correction: EU/ca device tab updated. Company causality comment: this is a non-medically confirmed case report received via social media. It refers to an unspecified number of female consumers who had back pain/lumbar after essure (fallopian tube occlusion insert) insertion. According to the reporter, several affected women had her fallopian tubes removed. Back pain is anticipated in essure's reference safety information. In this case, limited information was provided. Nevertheless, considering back pain may occur during essure therapy, causality with the suspect insert cannot be excluded. In addition the events: headaches, inflammations, allergic reactions, tiredness and anxiety were reported. This case is regarded as an incident, due to the serious injury reported (consumers had her fallopian tubes removed). The technical assessment concluded a quality detect was not confirmed but considered plausible. No active follow-up will be pursued due to lack of contact details.